Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 550 laser fiber was used during a bladder stone procedure performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis p100 laser console with settings of 1.5 joules and 20 hertz. According to the complainant, about 15 minutes into the procedure, the operator attempted to advance the fiber in the working channel of the scope when the protective coating of the laser fiber sheared a little bit and the fiber body broke inside the working channel of the cystoscope. The laser fiber was taken out from the scope and scrape marks were noted inside the working channel of the cystoscope. The procedure was completed with another flexiva ID 550 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.